Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump alarmed, and screen reads "battery depleted". They instructed to remove batteries and replace with new ones, but the battery depleted alarm returned. They instructed to remove batteries from pump and clamp tubing near port. No settings obtained due to alarm and unable to review as alarm returned upon power up. The event occurred at patient's home and was operated by a health professional. There was patient involvement, and no patient harm/adverse event reported.